Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to MFR report# 3005099803-2009-06211 for the associated device report. It was reported to boston scientific corp that two resolution clip devices were used to treat an upper gi bleed. According to the complainant, during the procedure, adrenaline was injected at the bleed site. The pt arrested after this procedure, but was fine. The pt was re-scoped one hour later. A resolution clip was introduced down the scope to the bleed site. The nurse tried to move the blue grip to extend the clip, but felt resistance and the clip did not advance. The nurse noticed that the outer sheath seemed to be stretching near the proximal end of the clip near the blue grip. The physician removed the clip. When the physician deployed the second clip, the clip did not grip any mucosa, it detached and fell into the duodenum. The physician used a third resolution clip successfully. The procedure was completed using 3 non-bsc clips. There were no pt complications. The pt was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).